Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate antitachycardia pacing and hv therapy. Review of the electrogram indicated the presence of atrial undersensing. No further information was provided and available.